Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the vitrectomy probe did not cut during a pars plana vitrectomy procedure. On the left eye. The aspiration function was weak. The product was replaced with another and the procedure was completed. There was no harm to the patient. A sample is available. No additional information is expected.

Manufacturer narrative:
One opened probe was received with a tip protector, wrapped in bubble wrap, for the report of does not cut and weak aspiration. The sample was visually inspected and was found to be non-conforming with foreign matter on the outer diameter of the needle. The sample was then functionally tested for aspiration, actuation and cut and was found conforming for all functional tests. A photo of the pak label is attached to the parent file and has been reviewed by the manufacturing site. The product and lot information seen matches what has been reported. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The returned sample was found to be functionally conforming, therefore a cut and aspiration issues as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The foreign matter seen on the probe needle is unrelated to the reported event. The exact root cause of the foreign matter seen during evaluation cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No action was taken as the probe was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).